Event description:
Pt transferred to facility. Initial hosp noted long intervals of p waves without qrs. Pt was asymptomatic. Pt noted to have atrial fibrillation with episodes of failure to capture. Lead was capped and remains in the pt.